Event description:
It was reported that prior to surgery, it was observed that the small battery drive device did not work. It was further reported that the device did not work after the battery device was charged twice. There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that this was most likely due to internal motor or electronic control unit (ecu) failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.